Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and pump error. The customer¿s blood glucose level was 165 mg/dl. The customer reported that the buttons were not responsive and also had pump error. Customer stated that the numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer changed battery and buttons were responding. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test. Insulin pump alarmed interrupt source error during the prime sequence of the displacement test. Problem isolated to electrical board.